Event description:
It was reported that the atrial lead exhibited a decrease in sensing. The lead was successfully repositioned and the electrical values were within range. No patient complications occurred during the procedure and the patient was stable post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).